Event description:
Autovent transport ventilator was being used on a patient in transport from one facility to another. During 40-50 minute transport and connected to ambulance's oxygen delivery system the device functioned per its intended use. Upon arrival to the transport location, the patient was taken off the transport ventilator, the transport ventilator was removed from the ambulance's oxygen delivery system and connected to a portable oxygen cylinder with a regulator. When the cylinder was opened and the autovent transport ventilator was pressurized, the autovent transport ventilator blew apart. There was no injury associated with the incident, but the tidal volume knob/assembly hit an ambulance attendant in the helmet and knocked the helmet off their head.